Event description:
The facility reports the pt was being transferred from the bed to the chair. When over the chair, the right-hand shoulder clip came loose and the pt fell backwards out of the sling. The pt suffered pain in the knee.